Event description:
It was reported that the patient with this pacemaker experienced atrial tachy response (atr) due to an atrial fibrillation (af) ablation performed. Technical services (ts) was consulted, and the device was also noted to be oversensing on both channels due to electromagnetic interference (emi). No additional adverse patient effects were reported.